Event description:
During the index procedure one of the coils was stretched in the parent artery. The coil was removed with retriever device.

Manufacturer narrative:
The pt was admitted with an unruptured aneurysm and was eligible for the study. The pt's medical history consisted polycystic kidney disease. Hunt evaluation was not done. Pre procedure the pt was on anti-thrombotic medication. The target lesion location was the left posterior communicating artery. The aneurysm sac had a height of 14mm, 12mm length, and 10mm width. The parent vessel diameter proximal to the aneurysm was 4.5mm and distal to the aneurysm 2as 4mm. The aneurysm was treated before this procedure with ballooning, and a residual aneurysm remains. A 4.5x22mm enterprise stent was implanted during the procedure, along with multiple size trufill dcs coils (7, 8 (x3), 9, 10 and 12 (x2). With one causing the reported event describe previously. Post procedure the raymond class was noted as residual neck. Discharged medication consisted of aspirin 300mg and clopidogrel 75mg. The pt was discharged five days after the procedure with no adverse events and with no changes in anti-thrombotic medications. Additional info will be submitted within 30 days upon receipt.